Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# va1m3uy, ubd: 14-dec-2019; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a reduction of gait. They were hospitalized again due to inferior limbs reduction of mobility and apathy. New skull tomography was performed. The device was interrogated and the patient was reprogrammed. It was noted there was intervention but no surgical procedure; the patient was hospitalized on (B)(6) 2019. The system was not modified. Both inss, both leads, the study disease, and the stimulation were all considered possibly related to the event. The extensions, implant procedure, and underlying disease were considered not related. The patient was had recovered and the issue resolved on (B)(6) 2019. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot# va1m3uy, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.